Event description:
It was reported that the patient had begun to experience breakthrough seizures after years of being seizure free. The device battery status was checked and is currently 25-50% in (B)(6) 2025, a decrease from 50-75% previously seen (B)(6) 2025. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient was seizure-free for three years before breakthroughs started to occur in (B)(6) 2025. Settings were lowered from (B)(6) 2024 - (B)(6) 2025. After breakthrough seizures occurred settings were increased in (B)(6) 2025 and (B)(6) 2026.